Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the unit would not stay on and that the motor was confirmed to be malfunctioning. The motor was replaced and resolved the reported issue. It was noted that this device has not been returned for annual preventative maintenance. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that this device was functioning intermittently during surgery. There was no harm, no delay, and no medical intervention. No adverse events have been reported as a result of this malfunction.